Event description:
It was reported via repair work order that the bed was stuck in high height due to the motion interrupt pan being engaged and requiring adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.